Event description:
The physician was unable to inflate the balloon above 16atms after delivery of the cypher stent. The target lesion was located in the distal right coronary artery (rca). The lesion was described as de novo, 90% stenosed, with slight calcification. The reference vessel was non-tortuous. The lesion was pre-dilated with two non-cordis balloons and a 3.0x33mm cordis stent was delivered to the distal end of the right coronary artery. During inflation, the physician was unable to inflate the balloon above 16atms. No problem was encountered while negative pressure was applied. The physician confirmed the cypher stent fully expanded; therefore, a second 3.0x33mm cypher stent was implanted in the mid rca. A third 3.5x15mm cypher stent was implanted in the proximal rca. The cypher stents in the mid and proximal rca were implanted with overlap. The hub of the stent delivery system (sds) was connected to the inflation device directly without a t-shape stopcock. The procedure was successfully completed without patient injury. After the procedure, the device was removed from the patient and balloon inflation was tested. The physicians were unable to maintain the pressure of the stent delivery system. It was noted that the other cypher stents used for the procedure maintained pressure without problems. There was no anomaly noted with the sds or the hub. The contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. There were no problems connecting the indeflator to the hub. There were no anomalies observed on the hub. The physicians tested the inflation of the balloon and no one could maintain the pressure of the stent delivery system. The product was stored per the instructions for use. The device prepped normally. There was no resistance friction while advancing the device through the vessel. The balloon deflated normally.

Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. Concomitant devices included everest 30 inflation device, 6fr jr4 brite tip, 1.25x15mm ryunjin and 2.5x20mm lacrosse balloon catheters. (B) (4) cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
During percutaneous coronary intervention (pci), the physician was unable to inflate the balloon of a cypher stent above 16atms. The target lesion was located in the distal right coronary artery (rca). The lesion was described as de novo, 90% stenosed, with slight calcification. The lesion was pre-dilated with two non-cordis balloons and a 3.0x33mm cordis stent was delivered to the distal end of the right coronary artery. During inflation, the physician was unable to inflate the balloon above 16atms. No problem was encountered while negative pressure was applied. The physician confirmed the cypher stent fully expanded; therefore, a second 3.0x33mm cypher stent was implanted in the mid rca. A third 3.5x15mm cypher stent was implanted in the proximal rca. The cypher stents in the mid and proximal rca were implanted with overlap. The hub of the stent delivery system (sds) was connected to the inflation device directly without a t-shape stopcock. The procedure was successfully completed without patient injury. There was no anomaly noted with the sds or the hub. The contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. There were no problems connecting the indeflator to the hub. There were no anomalies observed on the hub. The product was stored per the instructions for use. The device prepped normally. There was no resistance friction while advancing the device through the vessel. The balloon deflated normally. One non sterile cypher select + 3.00mm x 33mm was received coiled inside a plastic bag. The sds was bent at the distal area. This condition on the shaft could be related to the way the unit was shipped for evaluation. The stent was not received. The balloon was received already inflated. Pressurized water was applied to the catheter using an indeflator and the balloon could be inflated without anomalies. No leak was observed. The pressure could be maintained and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The inflation difficulty reported by the customer was not confirmed. The exact cause of the failure could not be determined. Neither the DHR review nor the product analysis suggests that the reported failure is related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.